Manufacturer narrative:
Inratio precision data provided by end-user lot 070253: first test inr = 1.9; second test inr = 2.3; third test inr = 2.5; mean = 2.20; sd = 0.3; %cv=13.7%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.9; second test inr = 2.3; third test inr = 2.5.